Event description:
Reporter applied the patch vertically on lower back and buttocks near the spine. She slept wearing patch for about 4 hours. She removed patch when she felt a tingling and some skin pulled off with patch. Skin area under patch was burned. She has treated burned area with neosporin and no medical intervention was sought.

Manufacturer narrative:
Reporter noted that she had slept wearing patch for about four hours. Product warnings state that user should not sleep on or put pressure on heat patch for an extended period of time.